Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump was alarming no delivery when he attempted to bolus. He was also hospitalized for high blood glucose for a week. Customer blood glucose at the time the alarms occurred was 235 mg/dl. Troubleshooting was not completed due to customer had a doctor's appointment. Customer stated he will call back to perform troubleshooting. The device is not being returned for analysis.